Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open groin hernia repair procedure, the device was applied on the inguinal area, there was ¿ percolation of wound, lengthening of wound healing time, changed medicine for more than one month.¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open groin hernia repair procedure, the device was applied on the inguinal area, there was ¿percolation of wound, lengthening of wound healing time, changed medicine for more than one month.¿ due to the product issue. Silk suture was used to close the wound after the procedure. Patient was alive. The event lead to an extended patient hospitalization. New information indicates that the defect size was 1-3 centimeters and that there were 5 fixation points. Percolation of the wound refers to wound seepage and suspected seroma. The mesh was not cut prior to implantation. Hospitalization was extended about 5 days and currently the patient's wound healed. Mesh damage and appearance were unknown. It was unknown if there was an issue with the package or whether the tamper-evident seal on the box was peeled or damaged.